Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports the catheter sheared/ snapped when being removed at the 5.5 mark. The customer further reports that the nurse was experienced and not using excess force when removing it. When the nurse noticed that the last number on the portion pulled out was 6, she immediately called the doctor and they were able to retrieve the other portion. The uvc was placed on (B)(6) 2013 and removed on (B)(6) 2013. The customer stated it broke at about 5.5, but was secured using suture and umbilical tape at 7.5. Chlorohexane was used to clean the area, and there were no issues during insertion. The lines were flushed on a regular basis, and chlorohexane was used to clean the area. The pt was fine, and there was no unfavorable outcome.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.